Event description:
On (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was unknown. On (B)(6) 2010, a peritoneal effluent culture and analysis were performed prior to the initiation of antibiotic therapy. The results of the culture were unknown. Beginning (B)(6) 2010, the patient was treated with injection zimide-t 1 gram twice a day intravenous (IV), injection tobramycin 80 mg once a day intraperitoneally (ip), both of which had continued and injection vancomycin 1 gram loading dose ip. The peritonitis was resolving as of the time of this report. Pd therapy continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.